Manufacturer narrative:
Root cause: the reported event could not be verified. The product was not returned for evaluation. The most probable manufacturing root cause for the event was determined to be improper line clearance. However, no direct evidence was found for a nozzle mix at any of the in-process inspection operations. There are no other associated complaints for the product batch#. A manufacturing investigation was initiated. Line clearance enhancement are going to be implemented in the nozzle manufacturing process at the north facility. A nozzle verification system will be implemented in the delivery device manufacturing process after iol cosmetic inspection operation. No further actions are necessary at this time. There is no concern regarding delivery issues during surgery based on the nozzle size. The nozzles for both delivery devices are approved to deliver the same range of lens diopter powers. The lack of a depth guard is easily detectable by the customer, as demonstrated with the deviation complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that when a preloaded intraocular lens was opened for use, the wrong nozzle was on the injector. The surgeon used the nozzle and it was tight. There was no harm to patient and the lens was implanted.